Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 72 hours with novolog insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours with novolog insulin. Is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. There was no adverse impact to the customer¿s blood glucose level.